Manufacturer narrative:
This report is submitted on january 29, 2021.

Event description:
Per the surgeon, the patient experienced a breakdown of the wound resulting in an extrusion of the device which is being treated with topical antibiotics. The implant remains in-situ.